Manufacturer narrative:
Clarification to section c. Suspect product: lot number: 980/1 continued h.6. Type of investigation code: b15, b17, b20 clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A patient reported being injected with total of 8.1 ml of juvéderm® volux¿(0.4 ml into the jw1 right side, 0.2 ml of which using cannula fanning; 0.4ml into the c2; 0.3ml into the left c6; and 7ml into the left jw1 with cannula). Two months later, patient reported being unwell for a week with flu symptoms (not device related) and waken up with swelling, redness and hard nodules. Symptoms are ongoing.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data:h6.

Event description:
A patient reported being injected with total of 8.1 ml of juvéderm® volux¿(0.4 ml into the jw1 right side, 0.2 ml of which using cannula fanning; 0.4ml into the c2; 0.3ml into the left c6; and 7ml into the left jw1 with cannula). Two months later, patient reported being unwell for a week with flu symptoms (not device related) and waken up with swelling, redness and hard nodules. Symptoms are ongoing.